Manufacturer narrative:
(B)(4). Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the transverse drive shaft to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the hhex holster is unable to initialize the probe and make ready for the sample mode. The hhex is giving an error code upon activation. There have been no pt consequences. The breast biopsy is completed using a back-up holster.